Event description:
The customer reported that several devices experience constant downstream occlusion alarms. No devices could be identified. There were no patient injuries or adverse events. No further info was available.

Manufacturer narrative:
Manufacturer reference number: (B)(4). The devices reported could not be identified and were not returned to baxter for eval. If any devices are identified and returned an investigation will be initiated and a report will be submitted.